Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that the patient faced similar events with five infusion sets where the tubing got detached from the connector and was hanging after being used for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1902246 - MDR 3003442380-2024-12071 - device 4 of 5.